Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon falls apart device breakage. Every time go to take out tampon starts to come apart complication of device removal. Case narrative: consumer reported via phone that tampon comes apart when she removes it. No injury reported.

Event description:
Tampon falls apart [device breakage] every time go to take out tampon. Starts to come apart [complication of device removal] case narrative: consumer reported via phone that tampon comes apart when she removes it. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.